Manufacturer narrative:
While troubleshooting the customer noticed the cc sample probe collar wash had leaked fluid onto the top of the reaction wheel cover. The customer rebooted the unit without any error and the cc sample probe collar wash was dry. Service was not requested.

Event description:
A customer contacted beckman coulter inc. (Bci) to report cartridge chemistry (cc) sample probe leak. The customer noticed the reagent probe b gave a motion error. No injury was reported.